Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) batch: 7104964, UDI: (B)(4).

Event description:
It was reported that the patient's leads had migrated several levels. The patient underwent a lead revision procedure and there were no reported complications postoperatively. The leads remain in service and in use.